Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and one month post filter deployment, computed tomography revealed there was some slight rightward tilt of the long axis of the filter with its tip being positioned about 2mm to the right of the central axis of the inferior vena cava. The tip of the filter appears to be centered anterior posterior. One of the left lateral struts of the filter was shown protruding about 7mm beyond the wall the inferior vena cava and appears to penetrate the right lateral wall of the abdominal aorta. Another one of the left lateral struts of the filter was shown to have its tip 10mm lateral to the inferior vena cava. This distance of separation between the filter strut and the caval wall was correlated with caval perforation. One of the left posterior lateral struts has its tip contacting the anterior aspect of the lumbar spine the level of the inferior endplate of l3. The tip of the anterior most strut protrudes 6mm beyond the wall of the inferior vena cava. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated into the inferior vena cava and the abdominal aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.